Manufacturer narrative:
Additional information was received that upon further investigation of the explanted ipg it was determined that the gold wire of the antennae was not properly welded at the time of manufacture.

Event description:
A report was received that the patient is having trouble charging her implant. The physician has decided to explant the entire system.

Manufacturer narrative:
Additional information was received that the patient was explanted. The complaint the ipg would not charge to a double beep was not confirmed. The device immediately charged to a double beep when received into the lab. X-ray inspection showed that one of the gold antenna coil wires was not properly welded/connected to the platinum tab. Visual inspection showed the gold wire was primarily off to the outer edge of the tab. It should be welded to the center of the tab. This open connection to the antenna prevented all telemetry functions with the ipg. The root cause of the open could not be determined. The associated lead was not analyzed as no complaints were made against it.

Event description:
A report was received that the pt is having trouble charging her implant. The physician has decided to explant the entire system.

Event description:
A report was received that the patient is having trouble charging her implant. The physician has decided to explant the entire system.